Manufacturer narrative:
(B)(6).

Event description:
It was reported that the user opened the package and determined the device was a size 37fr device while the device labeling indicated size 35fr. No patient involvement reported; device not used.

Manufacturer narrative:
Corrected information: the available information suggests that there was no patient involvement in the reported incident because the device label issue was found upon opening, prior to use on a patient. The coded hazard situation (rmd-10001706.100-unable to place) indicates that this complaint is not reportable to the FDA as the hazard also does not indicate that a label issue prior to use would likely cause or contribute to a death or serious injury if the malfunction were to recur. Additionally, the device at the time of the incident was not life sustaining as the fault was detected prior to use with a patient. Therefore, this complaint is not reportable as a life sustaining malfunction or product problem malfunction. The event reported under MDR was determined to be not reportable and no further reports will be filed using this file number.